Manufacturer narrative:
The insulin pump had intermittent up arrow button response due to corroded keypad traces. No display anomaly was noted. The insulin pump was received iwth a cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window and a scratched reservoir tube window.

Event description:
It was reported that the customer had an issue with numbers ramping the other day on the insulin pump. Customer stated that the pump has settled ever since. Customer was advised that the pump need to be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.